Manufacturer narrative:
A 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Reference MFR report: 1627487-2013-00062. The patient (B)(6) was implanted with two percutaneous leads. It was reported a surgical procedure was performed in (B)(6) 2010, to implant a new lead as one of the patient's existing leads had become disconnected from the ipg header. The procedure also included the explant of one of the originally implanted leads; however, it is unknown whether this was the device affected by the connection issue.